Manufacturer narrative:
It was reported that replacement poly inserts have been requested for revision surgery. Replacement parts are ordered for revision surgery. The reason for the revision surgery is unknown. The original surgery date: (B)(6) 2017; revision surgery date: (B)(6) 2021. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that replacement poly inserts have been requested for revision surgery. Replacement parts are ordered for revision surgery. The reason for the revision surgery is unknown. The original surgery date: (B)(6) 2017; revision surgery date: (B)(6) 2021.